Event description:
According to the reporter: during a laparoscopic nissen fundoplication, when the instrument was being passed through the trocar; the needle disengaged from the jaws of the device. The needle was retrieved with graspers, an x-ray was not performed. The device was difficult to toggle and load. To complete the procedure, another device was used. No patient injury or extension in surgical time.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the products were used in a surgical procedure. Additionally, analysis suggests that the products were used in a surgical procedure. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.